Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 07/15/2015. The fse found a misaligned laser. He realigned the laser which fixed the high light scatter. The repairs were verified per established service procedures. Beckman coulter internal identifier for this report is (B)(6).

Event description:
The customer observed high light scatter from a coulter lh 780 hematology analyzer. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.